Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports the system fluoro failed in the middle of an unknown case. The physician was able to complete the procedure without imaging. No reported injury.

Manufacturer narrative:
Customer called service reporting that after the upgrade to the generator firmware, they experienced a blank image then no fluoro. The biomed rebooted the system (including the bed) and the fluoro resumed. Field service engineer (fse) went on site to check system, but the system was functional when fse got there so there was no way to determine what may have caused the blank image and no fluoro complaint; however, if the nexus and thales processor lose connection, the system would not allow any exposures. Liebel flarsheim (lf) engineering requested the fse disable screensaver and power save mode on the network card since these have been determined to cause the nexus and thales processor to lose connection. Fse then verified proper operation according to ddis system service checklist qssrwi4.3 and returned the system to the customer for to service.